Event description:
It was reported that during implant attempt, the lead needed to be repositioned and the physician was not confident that the helix of the lead was extending and retracting properly. The lead was not used and a different lead was implanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that there was blood in/on the helix mechanism and the lead appeared damaged at implant.